Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had two contacts out of the paddle. The patient underwent a lead explant procedure.

Event description:
It was reported that the patient had two contacts out of the paddle. The patient underwent a lead explant procedure.

Manufacturer narrative:
Sc-8216-70, (sn: (B)(6)). The returned lead was analyzed and the complaint was confirmed. Two electrodes were dislodged from the second row of the paddle. X-ray inspection found no other anomalies, therefore, the probable cause was traced to be a component failure.